Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed at the distributor. The reported problem (check belt messages) has been confirmed. Upon evaluation of the electrode belt, the belt intermittently failed functional testing. The cause for the failure was isolated to an intermittently open main batt wire in the trunk cable. The root cause for the open wire was excessive force. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor reported that a patient was experiencing check belt messages.